Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Firing knob. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported that during a bariatric procedure, the device broke with the firing trigger. Another like device was used to complete the procedure. There were no adverse consequences for the patient.